Manufacturer narrative:
This report is reported from a foreign country and artz dispo (=supartz) was used for the treatment of periarthritis scapulohumeral which is nonapproved indication in USA.

Event description:
Event: injection site swelling and pain. In 2007, a female patient received artz dispo (=sodium hyaluronate) injection into the shoulder joint for the treatment of periarthritis scapulohumeralls and experienced pain. Unknown date - she experienced swelling following the second artz dispo injection. Her synovial fluid was collected, performed bacterial culture and resulted in negative. Two weeks later, she received the third artz dispo injection. Unknown date - the event was diagnosed as aseptic omarthritis and artz dispo injection discontinued. The swelling resolved after stopping artz dispo injection.